Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator and lead were both replaced. It was thought that the patient did not experience any other symptoms besides the "stinging." The only troubleshooting performed was the impedance check. When the lead was removed the 0 electrode remained in the patient. The patient was doing ¿good.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead fractured and impedance readings on the lead were all over 4,000 ohms on all settings except c+,2-. Ad ditionally, the reporter indicated that the implantable neurostimulator (ins) was ¿stinging¿ around the ins site. The ins and lead were consequently explanted. If additional information becomes available, a follow-up report will be submitted.